Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The tamper seal was intact. There was no external/physical damage on the device. The customer reported product problem was replicated. Upon power up, a configuration of 1f1f was observed on the pump. The problem source of the reported product problem was described as user interface (error). This was established as the root cause. To fix the product problem, the investigator loaded the standard configuration into the pump. The pump was subsequently greased and calibrated. The pump then passed all functional testing.

Event description:
It was reported that there was a configuration error on the pump. There was no configuration software on the pump and the drug library could not be uploaded. The software version was (B)(4). The device was not in use when the event took place, the device was inventoried by biomed and noted that the device would only show the biomed menu. No patient injury or complications were reported in relation to this event.